Event description:
Caller reported a malfunction on pump, displaying error code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the issue happens again, which was acknowledged and understood.